Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood and contrast on the tip coils and there was tissue on the tip coils and shaping ribbon which is consistent with the guide wire being used in the patient as reported. Additionally, the tip ball corroded away and was not present, which appears to be due to transportation back to abbott vascular for evaluation, as it was not reported during preparation prior to use. Analysis confirmed the reported guide wire separation as the shaping ribbon was separated, 6 mm proximal to the distal end of the tip. The separated portion including the core was not returned. The tip coils were completely stretched out. There was a bend in the shaping ribbon, 1 mm and kink, 2 mm distal to the shaping ribbon separation which appear to be the result of the reported guide wire separation as there was no damage reported during inspection prior to use. Scanning electron microscope analysis of the guide wire suggests that the shaping ribbon separation may be attributed to tensile overload. For the wire to fail in this manner the wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. In this case, the lesion was described as totally occluded which could have contributed to the reported tip separation. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there were no other incidents reported for guide wire separation for this lot. The reported guide wire separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. This type of reported event will continue to be monitored. Manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the balance middleweight (bmw) guide wire was used during a procedure to treat a totally occluded lesion in the right coronary artery. There was no resistance noted during advancement or removal of the guide wire. During hemostasis, a metallic thread was observed at the puncture site; therefore, the physician pulled the thread out by hand. It was noted that the metallic thread may be the tip coil of the bmw guide wire. There were no adverse patient effects reported. No additional information was provided.

Event description:
Subsequent information was received reported that five days after the procedure, on (B)(6) 2011, a metallic thread was observed at the puncture site; therefore, the physician pulled the thread out by hand.